Event description:
The pt had the bivona trach placed emergently in 2002 for respiratory distress. 5 days later pt developed decreased oxygen saturation, staff discovered trach was displaced. Resusciation efforts failed. Investigation revealed the sliding lockable neck flange failed.